Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise that led to inappropriate shock. The rv lead was capped and replaced in a procedure on (B)(6) 2023, in which an insulation anomaly was also observed. Post-procedure the patient was stable.